Manufacturer narrative:
Devices were not received; therefore the condition of the components is unknown. Review of device history record for review of the device history record for part # 00786201000 with lot 60876305 identified no deviations or anomalies. Review of device history record for pn: 00786201000/ln: 60876305 identified no deviations or anomalies. This device was used for treatment. The reported components were reviewed for compatibility with no issues. Complaint history search identified one other complaint for the part and lot combination for the same referenced report. Surgical notes were not received. The root cause could not be determined with information available. No corrective actions, preventive actions, or field actions resulted after investigation of this event.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient's hip arthroplasty was revised due to corrosion at the neck of the taper and secondary wear of the polyethylene liner.